Event description:
The complainant reported that a high purge pressure alarm and high motor current were noted, suggesting possible thrombus formation. Thrombolysis was initiated, but the team was uncertain about the effectiveness of a heparin-free purge solution. If thrombolysis fails, pump exchange is being considered.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.